Event description:
(B)(4). Migraines almost daily, bloating weight gain of 40 pounds, loose stools, forgetfulness anxiety / depression, no sex drive, no desire to be around anyone, weak bladder, parathyroid tumor, tumor on my cervix, bleeding 3 day then don't bleed for 2 days, sweats for no explainable reason fatigue, almost like I am spacey